Event description:
Securestrap used on laparoscopic case fired without issue 3-4 times, then locked up or malfunctioned, requiring a second securestrap to be opened to the surgical field. FDA safety report ID# (B)(4).